Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had ongoing pain at the device implant site which was not improving. The suspected cause is the position of the device. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. This device has been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device initially did not pass the returned products test (rpt) due to an error trying to establish telemetry. The device was reset to nominals and a repeat rpt was performed. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The "known inherent risk" investigation conclusion code was selected based on field reports which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had ongoing pain at the device implant site which was not improving. The suspected cause is the position of the device. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. This device has been returned, and analysis was completed.